Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed due to a faulty scope connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to missing image due to faulty scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device does not have an image. The issue occurred during inspection for use. There were no reports of patient involvement.